Event description:
Per the clinic, the device was electively explanted on (B)(6) 2026 due to a non-use and the patient experiencing pain after an MRI. It is unknown if there are plans to reimplant the patient as of the date of this report.